Event description:
It was reported that the deep brain stimulation (dbs) patient experienced extrusion at the lead extensions neck implant site with mild fluid discharge emanating from it. It was noted the patient went to the hospital wherein anti-biotics were prescribed, was scheduled for a revision and was discharged same day. Functional testing completed that day confirmed therapy was being delivered. The patient underwent a procedure wherein the lead extensions were replaced with others of the same model before completing the procedure. The patient's system was reprogrammed after the procedure wherein therapy was inadequate, and the return of their tremors were significant. A computed tomography (CT) image revealed the left lead had migrated 2-3 centimeters from its target area as a result was admitted to the hospital and was scheduled for a lead revision. The patient underwent a procedure several days later wherein the lead and burr-hole cover were removed, however prior to removal testing confirmed that the burr-hole cover clip was firmly in place and closed. The procedure was completed with no additional adverse events reported and additional device testing confirmed adequate therapy was being delivered. It was noted that the cause for lead extension extrusion and lead migration could not be confirmed, and that patient may not be disclosing necessary information per the physician's assessment. Physical analysis of the dbs devices was not performed as they were disposed by the facility. The patient was discharged on (B)(6) 2025 and is expected to fully recover.

Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial/batch: (B)(6), UDI:(B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial/batch: (B)(6) UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 34348589, UDI: (B)(4).

Manufacturer narrative:
Block b5 describe event or problem updated. Additional information received. The returned suretek burr-hole cover was analyzed and revealed that visual inspection confirmed there were no anomalies and exhibited normal device characteristics. The labeling review performed did not reveal any anomalies. Additionally, labeling states swelling, fluid collection around the implant, including that implanted device components may move from original implanted location or wear through the skin which may require additional surgeries. Therefore, engineers concluded the probable cause is a known inherent risk with the use of a deep brain stimulation system to deliver therapy as documented in the instructions for use (IFU)/labeling.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced extrusion at the lead extensions neck implant site with mild fluid discharge emanating from it. It was noted the patient went to the hospital wherein anti-biotics were prescribed, was scheduled for a revision and was discharged same day. Functional testing completed that day confirmed therapy was being delivered. The patient underwent a procedure wherein the lead extensions were replaced with others of the same model before completing the procedure. The patient's system was reprogrammed after the procedure wherein therapy was inadequate, and the return of their tremors were significant. A computed tomography (CT) image revealed the left lead had migrated 2-3 centimeters from its target area as a result was admitted to the hospital and was scheduled for a lead revision. The patient underwent a procedure several days later wherein the lead and burr-hole cover were removed, however prior to removal testing confirmed that the burr-hole cover clip was firmly in place and closed. The procedure was completed with no additional adverse events reported and additional device testing confirmed adequate therapy was being delivered. It was noted that the cause for lead extension extrusion and lead migration could not be confirmed, and that patient may not be disclosing necessary information per the physician's assessment. Physical analysis of the dbs devices was not performed as they were disposed by the facility. The patient was discharged on (B)(6) 2025 and is expected to fully recover. Additional information was that the burr-hole cover was received however no other related mentioned devices received.